Event description:
Customer states there is a plastic spacer or saddle that is where the seat frame rests on the chair frame. Right rear saddle is missing, customer noticed creaking noise and checked the chair out and found this piece came off. Customer has had this happen before approximately 6 months ago. Customer has reframed from using chair.